Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device was not infusing. The event occurred during preventive maintenance. There was no patient involvement, and no patient harm/adverse event was reported.

Manufacturer narrative:
Corrected data: d4 ¿ UDI. One device was received for evaluation. Visual inspection found a scratched lcd lens, worn uso seal, cracked battery compartment, and a torn dso seal. There was no evidence in the event history log. Functional testing was unabel to duplicate the repored problem. The device passed all functional testing. The service history review had no indication that the complaint was related to a service of the device within the review period.